Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/13/2024 it was reported by a sales representative via phone that an ar-3652sp fibertak rc suture anchor had an issue during a rotator cuff procedure on (B)(6) 2024. After the insertion of the complaint device into the patient, when a camera was brought in, it looked like the fork tip in the middle had almost pierced through the suture anchor. The suture anchor was still on the inserter at that point, and everything was removed from the patient in one piece. Nothing broke inside the patient. Another ar-3652sp fibertak rc suture anchor with the same lot number was used to successfully complete the procedure with no harm to the patient. The new suture anchor was checked before insertion into the patient and was fully functional. A 5-minute case delay was reported but no additional anesthesia was administered. The complaint device was discarded and no pictures were taken. This occurred during use with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging during insertion.